Event description:
It was reported that approximately one month post procedurally, the patient experienced a fistula requiring surgical intervention and hospitalization. During a pulmonary vein isolation (pvi) procedure, a polarx catheter was selected for use. After isolation of the left pulmonary veins (pvs), treatment of the right pvs began. There was a difficulty maintaining pacing capture during right veins isolation and since the right inferior pulmonary vein (ripv) had no signals, the physician decided not to ablate it. The patient expressed that they felt discomfort and although their condition was normal, the procedure was discontinued and they were discharged. No esophageal monitoring used during the procedure. Approximately one month later, (B)(6) 2026, the patient presented to the hospital with suspicion of an atrio-esophageal (ae) fistula which required thoracic surgical intervention. The patient remains hospitalized to date. The device was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. As of (B)(6) 2026 the patient is recovering.